Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the needle was break. The blood glucose value was 7.0 mmol/l. Customer stated that the needle was still attached but shorter than usual. Customer was not reporting that the sensor or introducer needle fractured while in the body. The product will not return for the analysis.